Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged break, an alleged leak was observed at the balloon glue joint. It was further reported that the pta balloon catheter allegedly would not fully inflate. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated with water, and a leak was identified at the proximal balloon butt joint, and the balloon was unable to be fully inflated. Upon closer examination, a partial break at the butt joint was identified, resulting in the leak and inflation issue. Therefore, the investigation is confirmed for the reported leak and inflation issue, as well as for a break at the butt joint. The partial break at the glue butt joint resulted in the identified leak and inflation issue. However, the definitive root cause for the partial break could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure an alleged break, an alleged leak was observed at the balloon glue joint. It was further reported that the pta balloon catheter allegedly would not fully inflate. There was no reported patient injury.